Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2025. On (B)(6)2025, the reporter (patient¿s sister) received an alert from the dexcom receiver indicating ¿low.¿ in response, she provided the patient with peanut butter and other sugary foods. Initially, the patient did not exhibit any symptoms; however, after consuming the food, she began feeling sleepy. Concerned, the reporter called 911 for medical assistance. No bg testing was performed at home prior to contacting emergency services. Upon arrival, paramedics measured the patient¿s bg at 315 mg/dl, while the dexcom receiver continued to display ¿low¿ estimated glucose value (egv). The reporter was unable to confirm whether any treatment or medication was administered by paramedics. The patient was transported to the emergency room (ER) for further evaluation. The patient arrived at the ER at approximately 7:00 pm, where a bg test showed 350 mg/dl, while the cgm continued to display ¿low.¿ the reporter could not confirm what medications were administered during the ER visit. The patient remained in the ER for approximately 7 hours and was discharged on (B)(6)2025 at around 2:00 am, reportedly feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.